Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 16 x 3.00 promus elite drug eluting stent was used for treatment. However, the shaft of the stent was broke before entering on the patients body. Procedure was completed with another of a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 16 x 3.00 promus elite drug eluting stent was used for treatment. However, the shaft of the stent was broke before entering on the patients body. Procedure was completed with anotehr of a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus elite us mr 16 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube shaft break located 24.8cm distal to the distal strain relief. Multiple hypotube kinks were identified proximal and distal to the hypotube break site. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A dark blood-like substance was noted in the wire lumen. No other issues were identified during the product analysis.